Manufacturer narrative:
A ge rep evaluated the system and cleaned out the camera and image intensifier. System operates as intended.

Event description:
Customer reported artifacts in images. No pt injury was reported.